Event description:
Per complaint (B)(4), a patient's dental implant fractured after restoration. A ridge split was performed. Minor osteopenia was also reported. The dentist did not want to remove the implant due to the patient having very little bone with good osseointegration.